Manufacturer narrative:
The device was received. Investigation has not yet been completed. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion with no calcification in the superficial femoral artery. The supracore guide wire was advanced to the target lesion without issue. During the procedure, the physician decided to change guide wires; however, when the guide wire was withdrawn the coils became stretched and unraveled. There was no resistance noted. The guide wire was removed in one piece, there was no separation noted. A new guide wire was advanced to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported stretched coils were confirmed. The reported break was unable to be confirmed as the wire had no visible breaks noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. The investigation determined the reported wire break and stretched coils appear to be related to operational circumstances of the procedure. Based on the reported information and returned analysis, it is likely that the manipulation of the guide wire during the procedure, the guide wires the coils likely became stretched and misaligned against the anatomy and/or other devices used causing the appearance of a break. The noted bend on the core is likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.